Event description:
The patient reported that the up and down arrow button required multiple button presses to activate desired pump functions. The highlight on the menu screen was reportedly scrolling. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation revealed that the keypad buttons were intermittently activating pump functions when pressed. Adhesive was found under the keypad button contacts. Unrelated to the complaint the battery was cracked and the threads were damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.